Event description:
Procedure type: hemicolectomy. According to the reporter: customer informs that when they shot the sulus, the stapling is not correct but they cut correctly the tissue. Staples did not close and some fell into patient's cavity. In order to remove them they had to reconvert the surgery into an open one, then they stapled using contour suturing devices. No tissue damaged or lost, no bleeding. More than 30 minutes delay.. No reinforcement material used.

Manufacturer narrative:
(B)(4).